Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The evaluation of the subject device confirmed the followings; the reported event was reproduced. Defect of a video connector socket was noted. Defect of pip composite terminal was noted. Defects of circuit boards were noted. If additional information becomes available, this report will be supplemented.

Event description:
During inspection of the subject device and 160/180 series olympus endoscopes before an endoscopy, the endoscopic image was not displayed. The user replaced the endoscopic system evis exera ii to evis exera iii and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Five years have passed since the subject device was manufactured. Based on the results of the investigation, the event might have been caused by age deterioration or accidental failure of the printed circuit board (pcb). The pcb controls the endoscope, reads the endoscopic images and performs the pre-processing; therefore, failure in the pcb may cause failure to display the endoscopic images.